Event description:
Major pump unit(s) involved: drive unit failure.additional text: broken wires in driveline.specific component(s) involved: driveline malfunction; pump drive unit malfunction.additional text: broken wires; unable to repair broken wires.other component:causative or contributing factor: patient noncompliance in device maintenance and protection.other cause:intervention(s): replacement of pump.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: driveline malfunction; pump drive unit malfunction.